Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. The issue could not be reproduced and the device was found to be properly working. A replacement gas blender has been provided to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system alarmed during priming with an unknown error code. The user turned off and back on the device and it was still alarming thus, they replaced the device with another one. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: the unit was requested back to the manufacturer site for further investigation. A functional test has been performed and no errors or deviations could be detected. The unit worked within specification. Since the error was not reproduced, it cannot be ruled out that the reported issue is not device-related. Most likely, the issue was due to the hospital gas supply. According to our instruction for use, a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported error code.